Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 8 years and 2 months, underwent a valve-in-valve procedure due to severe stenosis with thickening and calcification of the anterior leaflet. The patient presented with mild fatigue. The procedure was performed with a 23mm 9600tfx transcatheter valve. The patient tolerated the procedure well. After the tavr procedure, the patient was identified as having a type a aortic dissection which was recommended to be treated medically. Due to the high risk of mortality with this diagnosis, the patient was enrolled in hospice and discharged on pod#2.

Manufacturer narrative:
Updated sections: d4 UDI, e1 establishment, and h6 health effect - impact code.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with svd. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 7 years and 11 months, is being evaluated for a valve-in-valve procedure due to severe stenosis with thickening and calcification of the anterior leaflet. The patient presented with mild fatigue.